Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 900 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and discharged 5 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.